Event description:
During an in clinic follow-up, the right atrial (ra) lead was revealed to be dislodged. The physician attempted to reposition the ra lead, however, there was a piece of myocardium in the helix. The physician explanted and replaced the ra lead to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces with the helix in the retracted position, clogged with blood and tissue. A visual inspection of the lead revealed damages consistent with procedure damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could successfully be extended and retracted. The measured full helix extension length was within required product specification. The reported events for increase in capture threshold and decrease in p-wave sensing were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Event description:
Additional information received indicated the dislodgement was discovered due to an increase in capture threshold and a decrease in p-wave sensing.